Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the sensor, integrated multisensor technology (imt) tubing, diluent syringe, and stylette rotary valve. The cse performed a super condition and ran dilution check. The cse ran patient comparisons and precision testing with the other dimension exl instrument and quality controls for verification. The cause of the discordant sodium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The original sample was repeated on another dimension exl instrument and recovered higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na result.